Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized on unknown date due to high blood glucose level. The customer's blood glucose was 1000 mg/dl at the time of event. The customer's current blood glucose was 250 mg/dl. The customer did experience symptom such as nausea. Customer was not okay for troubleshooting. Customer stated that the auto mode feature was not active at the time of incident. The insulin pump will not be returned for analysis.